Event description:
It was reported that the device had a service indication. Physio-control evaluated the device and found fault codes logged in the memory indicating a critical failure. Physio observed that the device froze during shut down making the defibrillator functions inoperable. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was unable to duplicate the reported issue. There were no failures noted after multiple turn ons and self-tests. The therapy pcb functioned normally on a test mock up device.